Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The displacement test was unable to be performed due to motor error alarm. The device had a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 152 mg/dl. Customer advised they had an MRI and they were wearing the device. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor position encoder error as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.